Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that their first implant depleted in 2017 sometime, which was earlier than they thought. No patient symptoms were reported. No further complications were reported or anticipated with this event.